Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow up, high defibrillation impedance was observed on the right ventricular (rv) lead. A lead fracture was suspected. A rv lead revision is anticipated but has not yet been performed. The patient was stable and will continue being monitored.